Manufacturer narrative:
The customer returned the contour next meter and contour next test strips. The contour next control solution was not returned for evaluation. An in-house testing was performed using the returned meter with returned test strips, even though they were expired on 31-jul-2019. The testing was performed with blood and in-house contour next control solution from lot # 9bv2g37, which gave satisfactory performance. Blood and control testing were also performed with the returned meter, in-house test strips and in-house control solution, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 4:20 p.m., the customer ran a control test on a contour next meter and obtained a reading of 182 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter, test strips and control solution were sent to the customer.